Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit his head a month ago. After the trauma the recipient reported loss of hearing sensations with the device.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
The user fell and hit his head a month ago. After the trauma the recipient reported loss of hearing sensations with the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient fell and hit his head. After the trauma the recipient reported loss of hearing sensations with the device. The recipient was re-implanted (B)(6) 2019.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient fell and hit his head a month prior. After the trauma the recipient reported loss of hearing sensations with the device. The recipient was re-implanted (B)(6) 2019.